Manufacturer narrative:
Information was provided that the customer also used elecsys hiv duo reagent lot 778061 with an expiration date of 30-nov-2025, and reagent lot 751958 (no expiration date was provided). The dates of use for each reagent lot number were not provided. The cobas pure e 402 analytical unit serial number was (B)(6). The serial number of the cobas e411 analyzer was not known. The investigation determined that the event was due to a sample-specific issue. The elecsys hiv combi pt assay and the elecsys hiv duo assay performed within specification.

Event description:
There was an allegation of questionable results for one patient. The sample was repeated as the patient was known to be an hiv negative patient. This medwatch is for the elecsys hiv duo assay. Refer to the medwatch with a1 patient identifier (B)(6) for the elecsys hiv combi pt assay. On (B)(6) 2025, the elecsys hiv duo results were 2.38 coi (reactive) and 2.43 coi (reactive). On (B)(6) 2025, the elecsys hiv duo results were 2.64 coi (reactive) and 2.67 coi (reactive). On (B)(6) 2025, at another site and using a cobas pure analyzer, the elecsys hiv duo results were 2.12 coi (reactive) and 2.75 coi (reactive). On an unknown date, at another laboratory using a cobas e411 analyzer, the elecsys hiv combi pt result was 0.23 coi (non-reactive). On an unknown date, a rapid confirmation strip showed a negative result for hiv. The questionable results were not reported outside of the laboratory. The negative elecsys hiv combi pt result was believed to be correct.